Manufacturer narrative:
We have received the headpiece in a decontaminated condition for investigation. A running test was possible with slight running noises. A strong heating could be detected at the front side. After the disassembly corrosion could be detected at the interior. The front ball bearing can hardly be turned due to the staining and corrosion. The top shows slight damages which were probably causes by a tool of another manufacturer. A review of the device quality and manufacturing history records was not possible because the device is a purchased part. Based on the information available as well as based on our experience the root causes of the failure is most probably is most probably usage/reprocessing/ maintenance related. After the investigation, a heating can confirmed. The interior and the ball bearing are showing corrosion and staining. The staining led to the strong heating of the handpiece. It is possible that an insufficient reprocessing in combination with a lack of maintenance led to the staining. A maintenance of the device must take place at least once a year. Notes regarding the maintenance and checks can be found within the IFU. Inspection, maintenance and checks allow the product to cool down to room temperature. Inspect the product after each cleaning and disinfecting cycle to be sure it is: clean, functional, and undamaged. Prior to sterilization, spray through the micro-line headpiece with aesculap-sterilit oil. Spray gb600 with adapter gb600810 for approx. 1s. Check the product for any damage, abnormal running noise, overheating or excessive vibration. Inspect tools for broken, damaged or blunt edges. Set aside the product if it is damaged. Prior to an extended period of non -use, store attachments cleaned, maintained and dried according to the instructions. Maintenance: to ensure reliable operation, the product must be maintained at least once a year. For technical service, please contact your national b. Bruan/aesculap agency, see technical service. A CAPA is not necessary.

Manufacturer narrative:
Exemption number: e2014018. Date of event was reported as "(B)(6)". Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that a hand piece burned a patient in (B)(6). Additional information has been requested, however, has not been received at the time of this report.